Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced back pain ("severe lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis/ureteral endometriosis"), adnexa uteri cyst ("right and left fallopian tube with para tubal cyst") and adenomyosis ("adenomyosis"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy to remove the essure devices,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving and the dysmenorrhoea, endometriosis, adnexa uteri cyst and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, back pain, dysmenorrhoea, endometriosis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming satisfactory placement of essur coils. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received- reporter information, patient details, other relevant history, events- dysmenorrhea (cramping), endometriosis/ureteral endometriosis were added. Right and left fallopian tube with para tubal cyst), adenomyosis, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe lower back pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy to remove the essure devices,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved. The reporter considered back pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming satisfactory placement of essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.